Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Event description: the reported field event of noise and inappropriate shock was confirmed vie review of the stored electrograms in the laboratory. The device was tested on the bench. Septum material was found in the set screw cavity which caused or stopped the reported field event or set screw anomaly. No other anomalies were found.

Event description:
It was reported that the pt presented in the ER after receiving inappropriate shock due to noise. During lead revision, setscrew anomaly was observed. Both the ICD and lead were replaced.